Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an atypical afl left atrial procedure, the hemostasis valve was leaking blood. A new device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.